Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. According to our records no product is available from this lot in distribution centers to be analyzed. The entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Manufacturer narrative:
(B)(4) clinical review of the medical records did not reveal any documentation supporting a possible association between fresenius peritoneal dialysis products and the event of peritonitis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported he developed an infection. Follow-up with the patient's pd nurse confirmed the patient was diagnosed with peritonitis. The patient was treated with vancomycin and the patient's peritonitis has resolved.